Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the delivery issue has been completed. Per clinical description, the root cause of delivery issue was most likely due to patient condition. The cause of the delivery issue was patient condition related to diseased small vessels. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. It was reported during placement of the impella the physician was unable to pass the impella past the bifurcation, due to severe abdominal aortic stenosis. The impella placement was aborted, and the procedure plan was to re-attempt placement the following day. There was no patient harm reported, and this device was removed.